Event description:
Reporter alleged blood glucose measured 330 mg/dl at 9:46 am back to back with a result of 154 mg/dl when testing was performed at 9:48 am. Customer stated taking medication and food as normal the day of testing. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.